Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the unit was set at a correct depth and the blade loaded correctly, cut deep through the dermis into adipose tissue. The patient required sutures to close the deep wound, and 1000 nss with 1 ml epi medication was utilized during procedure. Surgical technique was utilized. No delay was reported. Due diligence is in progress.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6 and h11. Review of the most recent repair record determined that the device was noisy. The inside of the head had corrosion dust in it. The reciprocating arm, and needle bearing corroded. The ball bearings were worn. The motor was corroded onto the swivel. The poppet assembly was not greased and was destroyed trying to remove it from the handle. The control bar was loose and not in position. The calibration was out at the 0 reading. The pins were not flush but were able to be adjusted. The control lever had no ball in the ball plunger. The swivel, motor, ball bearings, reciprocating arm, control lever, poppet assembly, and needle bearing were all replaced. New vespels and semi-circles were installed. The control bar was adjusted and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
There was no additional information associated with this malfunction